Event description:
It was reported that device upgrade was performed. During a device upgrade procedure the right ventricular (rv) lead was unable to be extracted and it uncoiled and broke off, for that reason it was surgically abandoned. Part of the broken portion of brady lead remains in body and the rest was returned. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly analyzed. The lead returned in two segments , severed approximately 78 mm from the terminal end. The midbody segment insulation measured approximately 255 mm. Visual inspection revealed fracture, coil deformation, lead body damage, cuts and tear in the insulation and melt marks in outer insulation. This damage was likely caused during explant. A fractured outer conductor node was observed midway on the midbody segment. Detailed analysis of the fracture site determined the cathode coil was fractured due to cyclic fatigue.

Event description:
It was reported that device upgrade was performed. During a device upgrade procedure the right ventricular (rv) lead was unable to be extracted and it uncoiled and broke off, for that reason it was surgically abandoned. Part of the broken portion of brady lead remains in body and the rest was returned. No additional patient adverse effects were reported.